Event description:
Device history record was reviewed. No event linked with the reported issue was observed. The device history log was reviewed by fk lake zurich and no errors codes were found. The reported device was not sent to france for investigation as repairs were carried out locally by fk lake zurich. As reported in the complaint, the battery compartment was getting hot during testing. Upon the external visual check of the device, it was found that the on/off button does not function. No tests were performed because the device could not be switched on. The reported issue of the battery could not be confirmed. The housing with keypad was replaced. The pump performed then the quality control tests. The replaced part was returned to brézins for investigation. During the visual control, trace of yellowish liquid on the kit was noticed. The investigator started with a continuity test with an agilia keyboard test box which was compliant. Then he performed the maintenance test ""10"" to check the keyboard and it was compliant as well. He then took the keyboard out of its case to check the condition of the tracks and found that there was a lot of seepage but it had not oxidised the keyboard tracks. Therefore, the keypad issue is not confirmed. The cause of the failure could not be identified because the front housing was compliant and can only be investigated with the associated device. Note : battery performance can be affected by long storage, deep discharge or a high frequency of use on affected battery. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
Per customer complaint, battery getting hot from testing. Unable to confirm; however, a defective keypad was found during evaluation. More follow up information is needed to complete the investigation.